Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the ampulla during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon was noted to have a hole. Photo sent by the customer shows a pinhole in the balloon. The procedure was completed at this time. There were no patient complications reported as a result of this event.